Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a (B)(6) result for 1 patient sample tested for elecsys (B)(6) immunoassay ((B)(6)) on a cobas 6000 e 601 module. The result from the e601 module was (B)(6)l. The result from the elisa khb method was "(B)(6)." The customer thinks the (B)(6) result from the e601 module was incorrect. The (B)(6) result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). Qc results were acceptable. The patient sample was not available for investigation. Since the sample was not provided, the investigation could not be completed. The related serological results provided correspond to an ongoing (B)(6) infection; the status of the infection is not clear. The investigation did not identify a product problem. The cause of the event could not be determined.